Event description:
It was reported that during a routine follow up, it was discovered that the left ventricular lead had dislodged. The patient was hospitalized and the lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).